Manufacturer narrative:
Follow-up # 1 date of submission 05/03/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/23/2014 with the following results:a review of the black box showed attempts to prime the pump. The alarm history showed call service alarms. During testing, the pump was unable to be primed due to a call service alarm being emitted. The pump cover was opened and the motor drive assembly was not functioning. An external power supply was used and the motor was functional. The lead screw and gears in the motor would not turn.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was unable to prime. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).